Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned. Electrical testing determined that continuity of the conductors was complete. Blood/body fluid (not obstructed) was observed in the distal conductor. The lead was considered functionally normal.

Event description:
It was reported that during the implant procedure, the lead was placed but "fell out". The device was not implanted. No patient complications have been reported as a result of this event.